Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation indicated that the key switch was in the wrong position. Turned switch to correct position. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical lift on the 9900 system would not move up or down. There was no report of patient injury.